Manufacturer narrative:
Heartsine evaluated the device and verified the reported issue. The cause of the issue could not be established. The devices were scrapped and the customer received replacement devices.

Event description:
The customer contacted heartsine to report that their device's locator pin is deformed. This may result in the pad-pak being unable to be correctly inserted into the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device's locator pin is deformed. This may result in the pad-pak being unable to be correctly inserted into the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.